Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported that the customer had a hyperglycemic event and the guide me meter was unavailable for use. The customer's son reported that on the morning of (B)(6) 2021 the customer was feeling weak and experienced elevated blood glucose symptoms. The customer attempted to test with the guide me meter and received an unknown error message. The caller could not recall what error message was given, but the customer was not able to obtain a test result. The customer did dose with her normal dosage of soliqua and levemir. The meter was returned to the pharmacy. At 3:00 pm the customer was falling asleep and could not remain awake or conscious. Her son called a cab that transported them to the nearest fire station. The fire station tested the customers blood glucose and received a result of 535 mg/dl. The firefighters transported the customer to the hospital. At the hospital, the customer received a blood glucose of 500 mg/dl and was treated with an unknown insulin injection. The customer was admitted into the hospital overnight and was discharged the next morning with a blood glucose result of 191 mg/dl.